Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to the reported accident. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patient's parents reported that the child had a fall in (B)(6) and afterwards he couldn't hear well. It was reported that the child often bangs his head.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient's parents reported that the child had a fall in (B)(6) and afterwards he couldn't hear well. It was reported that the child often bangs his head. The patient was re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported that the child had a fall in (B)(6) and afterwards he couldn't hear well.